Event description:
Healthcare professional reported, via nbir suspected/actual rupture/deflation. Change shape/size/style, ptosis. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected/actual rupture/deflation.